Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal battery depletion device replacement procedure, this left ventricular lead displayed impedance measurements of 1700 ohms. Measurements with the previous device were 1299 ohms. Numerous testing revealed similar measurements. When the lead was disconnected and tested with the pacing system analyzer, a high out of range measurement was obtained. The lead was reconnected to the replacement device and the impedance measurements were 1700 ohms. Successful defibrillation threshold (dft) tests were performed. A decision was made to leave this lead implanted and further monitor. No adverse patient effects were reported.